Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
The patient reported their new implantable pulse generator (ipg) was programmed to a different mode than the previous ipg and that the rate response function was not turned on. They further reported that their heart rate is always the same except it increases when sitting or sleeping. The patient experiences palpitations and anhelation. The ipg remains in use. No patient complications have been reported as a result of this event.